Event description:
Customer reported false positive troponin I (tni) results on triage cardio profiler vs ortho vitros eci instrument. Customer was looking through triage meter results and found two pts who had results differing from those of their ortho vitros eci instrument and re-runs using the same triage meter. Each pt had 3 draws done. Caller did not have specifics regarding pts or when events actually occurred.

Manufacturer narrative:
Product support conducted testing of profiler w48412 with 2 normal (apparently healthy) whole blood donors, calibrator z (negative control), and calibrator h (positive control). Observations will be for tni recovery. Observations for tni recovery follow: no high bias or false positive results for tni recovery were observed with any sample. No error codes were observed. All data points with cal z and the normal whole blood donors were below the mfg cut off of 0.05 ng/ml. All data points with cal h were with in the mfg 2sd range, with a % recovery of 102% (with in the mfg final release specs). No high bias was observed with the positive control sample and no false positive result was observed with the negative control sample or the normal whole blood donors. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. No corrective action required at this time as no product deficiency was established.